Event description:
Customer reported that the device began to delaminate during a laparoscopic inguinal hernia repair. The surgeon continued to use the mesh. No adverse patient consequences were reported and the device remains implanted.